Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a trial patient with a wireless external neurostimulator (wens) for a trial. The patient was seen to change programming to high density (hd) programming so the patient could try this. However, the patient reported pain at the lead entry site and there was redness present. There was an infection at the lead. The healthcare professional (hcp) pressed in this area which also caused pain for the patient. The hcp chose to remove the trial leads and end the trial. The hcp is going to do blood work and an MRI to confirm an infection. From a therapy standpoint, the patient was doing great during the trial. The rep doesn¿t know when the infection symptoms started. Additional information was received from the rep on 2019-aug-17 indicating that they called the patient twice to obtain additional information but have not heard back so they do not have additional updates at this time.